Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer contacted baxter global technical services (gts) regarding drain pain that occurred during drain 1 of 4 of peritoneal dialysis treatments while using the baxter homechoice peritoneal dialysis automated cycler machine (hc). The home patient (hp) stated they were in the hospital with (B)(6) and wanted to end therapy. The home patient (hp) reported a drain volume of 1,463 ml and a fill volume of 1,800 ml. The baxter technical service representative (tsr) advised the home patient to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the symptoms. The baxter technical service representative (tsr) assisted the home patient to end therapy and remove the pd cassette. Homechoice peritoneal dialysis automated cycler machine was operational and a swap of the device was not necessary. Per the baxter medical assessment of master complaint (B)(4), which addresses the patient symptom - drain pain, the cause was a contamination of the dialysis catheter. The patient was hospitalized. The follow up treatment is unknown.